Manufacturer narrative:
The reported event was confirmed to be use related. A potential root cause could be "wrong size of pads selected". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the three-year-old child was cooling to the target temperature of 36c on the arctic sun device. It was stated that the patient temperature was 37.6c, water temperature was 10.2c, flow rate was 0.7l/min and the rectal probe was in place. Mss asked about pad coverage, and it sounded like the child was laying on a small universal pad. The nurse was unable to text mss a photo. The nurse stated child weight was 11.1 kg and mss explained that for a child of this weight they would recommend 2-3 small universal pads, 2 around the torso if room and one on the leg. Mss explained that wrapping the pad around the child's abdomen would result in better heat exchange. Stated that the system diagnostics showed flow rate was 0.9l/min, inlet pressure was -7psi and circulation pump was 26 percent. Nurse stated an additional small universal pad was added to child leg. After the addition of the pad, the flow rate rose to 1.8l/min and the child temperature started to drop. Patient temperature was now 36.8c and water temperature was 22c.

Event description:
It was reported that the (B)(6) child was cooling to the target temperature of 36c on the arctic sun device. It was stated that the patient temperature was 37.6c, water temperature was 10.2c, flow rate was 0.7l/min and the rectal probe was in place. Mss asked about pad coverage, and it sounded like the child was laying on a small universal pad. The nurse was unable to text mss a photo. The nurse stated child weight was (B)(6)and mss explained that for a child of this weight they would recommend 2-3 small universal pads, 2 around the torso if room and one on the leg. Mss explained that wrapping the pad around the child's abdomen would result in better heat exchange. Stated that the system diagnostics showed flow rate was 0.9l/min, inlet pressure was -7psi and circulation pump was 26 percent. Nurse stated an additional small universal pad was added to child leg. After the addition of the pad, the flow rate rose to 1.8l/min and the child temperature started to drop. Patient temperature was now 36.8c and water temperature was 22c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.